Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodgement discovered due to hm recordings showing unsuccessful capture control. Iegm looked abnormal. Lead was repositioned and remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.